Event description:
On 12 april 2025, senseonics was made aware of an incident where user experienced sensor inaccuracy which led to early sensor removal. To further evaluate the issue and to determine the root cause, a return material authorization (RMA) was issued to bring the sensor back for investigation.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Manufacturer narrative:
On (B)(6) 2025, the user reported that the system showed results that were different from glucometer measurements. The RMA was authorized for the return of the sensor for further investigation. The sensor was received for further investigation. Upon inspection, it was observed that a small portion of the hydrogel was missing over the optical area of the sensor, which was most likely damaged during the removal procedure, due to excessive force applied by the removal clamps. In-house testing of the returned sensor showed some noise, which is potentially attributable to the missing hydrogel. Investigation based on the sensor data showed optical instability which could have contributed to the reported sensor inaccuracies; however, this could not be reproduced during in-house testing. This may occur in some instances where the failure mode that presents itself in the body is not reproduced in the lab.the user was offered a sensor replacement as a resolution. B4. Date of this report 11 july 2025. D9 device available for evaluation? Yes, on 02 june 2025. G3. Date received by the manufacturer? 11 july 2025. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 10. H6. Investigation findings updated to 3224. H6. Investigation conclusions updated to 4315.